Event description:
The initial reporter complained of questionable inr results for 1 patient from a coaguchek xs pro meter compared to the laboratory. This medwatch will cover test strip lot 36888011 with meter serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on test strip lot 36144513 with meter serial number (B)(4). The result from the meter serial number (B)(4) was 2.0 inr and the result within 7 hours from the laboratory was 1.2 inr. The result from the meter serial number (B)(4) was stated as approximately 2.0 inr and the result within 7 hours from the laboratory was stated was approximately 1.2 inr. There was no adverse event. The patient's condition was "fine". The patient was not anemic and no antiphospholipid antibodies. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.5 - 3.5 inr. The device was requested to be returned for investigation. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.